Manufacturer narrative:
Qc and calibration met acceptance criteria. The investigation discovered two non-roche reagents installed in the analyzer. A product quality alarm was found for the water quality on the date of the event. The investigation is ongoing.

Event description:
There was a complaint of questionable creatinine plus ver.2 results for 1 patient tested with a cobas 8000 c702 module. The questionable results were not reported outside the laboratory. The patient¿s initial result was 2.32 mg/dl; the repeat was 0.81 mg/dl. The patient¿s sample was tested on a second c702. The result was 0.80 mg/dl. The lot number and expiration date of the creatinine plus ver.2 used were requested, but not provided.

Manufacturer narrative:
An investigation into the creatinine plus ver.2 reagents used, lot numbers 577466 and 591139 with unknown expirations, found a reagent issue can be excluded as they performed well within the acceptance criteria. On (B)(6) 2021, the field service engineer (fse) replaced and adjusted the gear pump and performed checks on the washing needles. The fse verified the correct functioning of the analyzer. The service actions resolved the issue.